Event description:
New information received notes that the patient will be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on the rv lead via chest x-ray. Electrical function of the lead was stable with no anomalies detected. No further information.